Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Shell thickness within specification. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side rupture. The device has been explanted.